Event description:
It was reported that during the pretest there was no sterile water fell out from the foley catheter. It was able to extract only a little. Medicon made syringe was used for drainage. It was noted that the given lot# was mygy0975.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual: inflated balloon with the returned syringe and 10 ml of mbs. Balloon concentricity maintained at 60:40. Balloon rested with no leaks. Attempted to passively deflate the balloon, however after 5 minutes a little less than 1ml had been returned. The inhouse syringe was connected and only two ml were returned after 5 minutes. The valve was replaced with the inhouse valve, however the issue persisted as no solution was returned when the returned and the inhouse syringes were connected. The balloon was dissected and it was found the notch not fully perforated, the mark was present however there was still silicone covering the notch. Based on the physical sample received the reported event is confirmed and does not specifications per inspection procedure which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be inadequate pressure on machine to punch. However, there was insufficient information to confirm this potential root cause. A DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review was not required as labelling would not have prevented the reported event. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest there was no sterile water fell out from the foley catheter. It was able to extract only a little. Medicon made syringe was used for drainage. It was noted that the given lot# was mygy0975.